Manufacturer narrative:
Product event summary: the mapping catheter, 990063-020 with lot number 2164665287, was returned and analyzed. Visual inspection of the mapping catheter showed the mapping catheter was stuck inside the balloon catheter. The loop was damaged and kinked, and some electrodes were displaced. In conclusion, the mapping catheter failed the returned product inspection due to the tip kink and damage. If information is provided in the future, a supplemental report will be issued.

Event description:
After a completed case, the mapping catheter subsequently tested out of specification per the manufacturer's investigation.